Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine(hc). The home patient(hp) stated he pressed go and connected himself. The technical service representative(tsr) reviewed the proper connecting procedures with the home patient(hp) per the user manual. The tsr assisted the hp to cycle power off and on twice to clear the alarm and then turn the cycler off. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 (air in set) was confirmed. The root cause was identified to be use error from the patient pressing go prior to connection. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.